Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and the device was cut at the distal section of the imaging window, the rest of the distal cut section was not return for analysis and no damage was found within the telescope and sheath section of the device. Impedance test shows an electrical open at proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported codes of sheath detachment and catheter material twisted cannot be confirmed and the as reported code of image lost is confirmed.

Event description:
It was reported that a catheter issue occurred. The target lesion, which was 95% stenosed, was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was cut off, and the shaft twisted in the direction of the circumflex artery, leading to catheter separation. The separated fragment was successfully removed outside the patients body by full system removal. The procedure was completed using another of the same device. There were no reported patient complications or injuries.

Event description:
It was reported that a catheter issue occurred. The target lesion, which was 95% stenosed, was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was cut off, and the shaft twisted in the direction of the circumflex artery, leading to catheter separation. The separated fragment was successfully removed outside the patients body by full system removal. The procedure was completed using another of the same device. There were no reported patient complications or injuries.